Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) manipulator controller ergo base (mceb) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the site was experiencing an ergonomics error. The csr had already advised the site to reboot the system at an appropriate point because the system continued to fault when retry was selected. The tse reviewed the system logs and observed a mid procedure restart followed by 32139 and 32101 faults. Tse then advised that the site could attempt to disable the ergonomics or perform a hard reboot. The procedure was completing as planned with no reported injury.